Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The cartridge split at the top where the plastic is thin near the collar. No patient contact or injury reported. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the device was not returned for evaluation. Therefore, the reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu instruct the customer in the proper use of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.